Event description:
It was reported that the patient presented with ventricular tachycardia (vt). The patient had spontaneously converted out of vt after the device failed to successfully convert the arrhythmia. During the device replacement, the atrial lead was tested and found to have poor sensing. The lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.